Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 26.5 diopter intraocular lens was explanted from a female's patient left eye due to myopic outcome, blurry vision and difficulty in driving. There was no incision enlargement, no vitrectomy, no sutures required. The lens was replaced with the same model lens of a lower diopter (24.5). There was no patient post-op injury and that surgery went well.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/7/2016. Device returned to manufacturer ¿ yes. Device evaluation the intraocular lens (iol) was returned to the manufacturer. The product was received in a bottle with liquid. Visual inspection with the unaided eye shows the product is damaged, most probably to make removal and replacement possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.